Manufacturer narrative:
Concomitant products : product ID 3389-28, lot # 0209782483, implanted: (B)(6) 2015, product type lead; product ID 3389, lot # 0309811268, implanted: (B)(6) 2015, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2015, product type extension . (B)(4).

Event description:
A healthcare professional from a clinical study reported that there had been a sudden shut off of the implantable neurostimulator (ins) without any reason on (B)(6) 2015. Due to the sudden shut off the patient got in-patient admission the hospital with rising tremor. The neurostimulator was activated as normal and reprogrammed. Device interrogation was done and results were normal for the patient. No reason for the sudden shut down was found. No surgical intervention was required. The issue was resolved. The site considered this not component related because no defects were found with stimulator, extensions or leads. They were able to turn stimulation on as usual and just improved the stimulation. Patient's medical history included parkinson's disease and the patient was taking movement disorder and/or psychiatric medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to related to device/therapy and not related to procedure. The seriousness indicated the event resulted in permanent impairment of a body structure or a body function; however, it was previously reported the event resolved without sequelae, so the seriousness/resolution is not clear. Follow-up will be conducted to clarify this. The device diagnosis was updated to other, specifying the battery was switched off and the clinical diagnosis was updated to rising tremor as result of battery being switched off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative (rep). There was no permanent impairment of body structure or function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.